Event description:
Pt with suspect pocket infection received antibiotic therapy. Pus was noted to be draining from the pocket of the life site on the day of the event. Cultures were taken after irrigation of ipa and administration of antibiotics only.